Manufacturer narrative:
The reported field event of backup mode and an inability to interrogate was confirmed in the laboratory. Backup mode was found to have been triggered during the implant procedure caused by a power-on reset. After reloading the product code normally, the device was tested on the bench and found to be normal. A longevity calculation was performed and battery depletion was found to be normal. The backup condition could not be reproduced.

Event description:
It was reported that during the implant procedure, loss of radio frequency telemetry was observed on the device while the device was connecting to the newly implanted lead. When interrogated with a wand, the device was found to be in back up vvi mode. A new device was used for implant instead. The patient was stable.